Event description:
A (B)(6) male, patient, contacted zoll lifecor customer support service to report that he was receiving a service code on his monitor. The patient stated that he changed his garment and the device started to alarm. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. As received, the belt was found to have a damaged trunk cable connector. The service code displayed referred to a belt/monitor communication issue. The belt was not properly communicating with the monitor resulting in the service code. Once the trunk cable was replaced, the service code was no longer generated. The root cause of the damaged trunk cable connector cannot be positively identified. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.